Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications during treatments at this day. No technical problem with the system can be identified by reviewing the logfiles. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient called and reported not being able to open the left eye and significant light sensitivity which started the morning before. The office told the patient to increase the topical steroid dosage to every hour and the patient was scheduled a follow up the same afternoon. The patient was noted to have decrease in vision, stage four diffuse lamellar keratitis and early melt of the flap in the left eye three days post lasik. A flap lift and rinse was performed. Additional information requested.